Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer changed the cartridge and resumed insulin therapy. Customer¿s blood glucose level was "high" on the continuous glucose monitor. Elevated blood glucose levels were addressed by manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.